Event description:
Device 1 of 2; reference MFR report: 1627487-2011-08014. The pt received a scs sys on (B)(6) 2008. It was reported that the pt had been feeling an increased stimulation on her left side when she moved in certain ways. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.